Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. This is for the same event as manufacturer reports 2124215-2024-47052 and 2124215-2024-47055.

Event description:
It was reported that three gemini baskets were used during the same procedure, and the baskets wires broke either before the procedure or after use. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts. This report is for the first of the three devices.